Event description:
Reporter indicated that the vns pt's generator could not be interrogated due to eri = yes. The pt cold no longer feel stimulation. The pt's generator was explanted and returned to the MFR for product analysis. Product analysis confirmed that the battery was depleted. Additionally, analysis found that the supply current pulsing did not meet electrical test specs due to an out of spec r35 resistor. Although results of the battery longevity prediction confirm that the eos condition was an expected event, the out-of-limit supply pulsing current could potentially be a contributing factor to the eos, however, results of the battery longevity prediction confirm that the eos condition was an expected event.